Event description:
It was reported through remote transmission that the implantable cardioverter defibrillator exhibited oversensing, low sensing amplitudes, and failure to capture. It was believed that the loss of capture on transmission was due to the patient having passed. Cause of death was unknown and there was no allegation that the device was related to patient death.